Manufacturer narrative:
Additional data: b5.- originally the claim was determined to be reportable, but upon further review was determined to not meet definition of a complaint. Disregard initial MFR report as it is n/a. Claim# (B)(4).

Manufacturer narrative:
H6-health effect- impact code: 4625-(cataract surgery) and iol implantation h6-health effect- clinical code: "4581- glaze" should be added. H11- manufacturer narrative: cataract is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A medical professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a 'glaze' and a posterior subcapsular cataract (psc) was observed. Cataract surgery was performed and an iol was implanted. Reportedly, "4+ psc cataract that had formed in the interim. There were no anterior subcapsular changes. Only psc. I performed cataract surgery with placement of a panoptix pro lens the same day as I was concerned about the lens becoming intumescent. She is on 20/25 j2 on pod3 and happy." There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports.based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.